Manufacturer narrative:
The device is returned but has not been analyzed yet. Approximate age of device- 2 months, 29 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient ldh was 1400 and had dark urine. Heparin was given to the patient for increased ldh, but ldh did not decrease. The pump was exchanged from heartmate 2 to heartmate 3 on (B)(6) 2018 due to pump thrombosis. The patient will not be listed for heart transplant due to morbid obesity.

Manufacturer narrative:
Thrombus was confirmed in the evaluation of the device. The pump was returned with the driveline cut approximately 1¿ from the pump housing and a portion of the severed driveline, measuring approximately 24¿ in length, was returned. The sealed inflow conduit was returned unattached from the pump inlet port. The sealed outflow graft was returned unattached from the outflow elbow. The outflow graft bend relief was also returned unattached. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed a denatured thrombus ring adhered to the inlet bearing ball. The thrombus ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. Examination of the proximal side of the outlet stator revealed a non-laminated deposition situated adjacent to the outlet bearing ball. The lack of laminated layering suggests that the deposition did not form in the outlet stator. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the lack of circumferential contact marks on the outlet bearing cup, indicate that the deposition was not present in the outlet stator for an extended amount of time while the pump was operating. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Hemolysis and thrombus are listed in the IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The section entitled "pump performance monitoring" outlines indications of pump thrombosis as well as how to respond to such events. The IFU also outlines anticoagulation therapies. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.